Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Troubleshooting was performed in which the software was updated. As a result, the message went away the issue was resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.